Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose reading was noted to be 301 mg/dl and has treated with the insulin pump. Customer was unable to troubleshoot at the time of the call. No further information reported.